Event description:
The clinician reports the implant was inserted (B)(6) 2022. On (B)(6) 2026 the implant was removed. Observed during the event: implant fracture because internal screw broken and threads messed up. The device was forwarded to the manufacturer. The malfunction did not cause or contribute to a death or serious injury. No patient operative or post-operative complications reported.